Manufacturer narrative:
Additional information was received that the sales representative was aware of the patients allergic reaction on (B)(6) 2017.

Event description:
A report was received that after a radiofrequency procedure the patient experienced a reaction that were initially assessed to be burn marks at the puncture site. During the procedure it was noted that the physician injected 1-2 ml of trigon 400 mg/ml with saline through the cannulas. They did not use any skin preparation or dressing that could have gotten into the puncture site. The physician felt that marks were related to use of the cannula, and later assessed that he doesn¿t know the cause of the reaction but believe it could be an allergic reaction. The patient was administered a prescription for corticoid and the patient is doing fine. There is no further course of action. No further information can be obtained.

Manufacturer narrative:
Unknown the device was discarded and will not be returned.

Event description:
A report was received that after a radiofrequency procedure the patient experienced a reaction that were initially assessed to be burn marks at the puncture site. During the procedure it was noted that the physician injected 1-2 ml of trigon 400 mg/ml with saline through the cannulas. They did not use any skin preparation or dressing that could have gotten into the puncture site. The physician felt that marks were related to use of the cannula, and later assessed that he doesn't know the cause of the reaction but believe it could be an allergic reaction. The patient was administered a prescription for corticoid and the patient is doing fine. There is no further course of action. No further information can be obtained.